Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator is giving oxygen not available message. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Follow-up root cause: the field service engineer replaced the gas delivery system (gds) to address the reported problem. Failure analysis on the returned gas delivery system (gds) shows that the gas delivery system assembly was tested and no failures were identified.